Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was confirmed by the customer that the issue was related to data center outage in maine and the issue was not related to pyxis's end.

Event description:
It was reported when using the bd pyxis¿ es server, had all pyxis system software down. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had all pyxis system software down. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.